Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and the other blood glucose level was 358 mg/dl and 255 mg/dl and 491 mg/dl and 292 mg/dl and 249 mg/dl. The customer stated that they received insulin flow block alarm and customer reports event was resolved by changing complete set. The insulin pump will not be returned for analysis.